Manufacturer narrative:
(B) (4)

Event description:
The pt experienced a loss of therapeutic effect and a return of symptoms. The implantable neurostimulator was interrogated with the pt programmer. The call your doctor icon was seen. The device was in a power on reset condition. The pt cleared the power on reset and the device was turned back on. This action resolved the reported issue.